Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. The manual stapling handle and reloads were being used for the segmental resection of the lung. The tissue was thick due to interstitial pneumonia. The first four firings were successful. For the fifth firing, the doctor tried to squeeze the handle, however, it was stiff. Only partially squeezed and the black return knob was pushed back. Then the surgeon tried to squeeze the handle, however, it was locked and could not squeeze at all. Replaced with a new handle and connected the same reload, however, the same event occurred. Replaced by a new reload and connected to the previous handle, and the firing was completed with no problem. There was no patient harm.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.